Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst nos. Concurrent conditions included depression and menses irregular. Concomitant products included nortriptyline. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy periods, bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 7 days after insertion of essure. In (B)(6) 2009, the patient experienced abdominal pain ("increased cramping") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with cynara cardunculus;malus spp. Vinegar extract;taraxacum officinale (apple cider) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the abdominal pain and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: 1. A 0.3-cm, uterine body region endometrial cyst. Small amount of endometrial canal fluid, likely physiologic. Left ovarian subcentimeter simple cysts. Otherwise, normal transvaginal ultrasound. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a patch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received : case category updated to serious incident, esuure removal date, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst nos. Concurrent conditions included depression and menses irregular. Concomitant products included nortriptyline. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy periods, bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 7 days after insertion of essure. In (B)(6) 2009, the patient experienced abdominal pain ("increased cramping") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with cynara cardunculus;malus spp. Vinegar extract;taraxacum officinale (apple cider) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the abdominal pain and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: 1. A 0.3-cm, uterine body region endometrial cyst. 2. Small amount of endometrial canal fluid, likely physiologic. 3. Left ovarian subcentimeter simple cysts. 4. Otherwise, normal transvaginal ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.